Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported that she was hospitalized due to high blood glucose levels and chest pain. The customer also experienced a heart attack. The reported blood glucose reading was 498 mg/dl. The customer did not want to troubleshoot the insulin pump at the time of the call. Nothing further was reported.